Manufacturer narrative:
The complaint device was not received for analysis. A device history record review was performed and no deviation was found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR#2134265-2017-09313 and 2134265-2017-09332. It was reported that the patient died. The patient presented with serious multivessel disease. Following coronary artery bypass surgery, the patient was taken for a second procedure to treat target lesions in the circumflex artery and left common trunk. Angioplasty was performed with a 2.00mm x 20mm emerge¿ balloon. A 2.50mm x 24mm synergy¿ stent and a 2.75 x 24mm synergy¿ stent were implanted with adequate angiographic and hemodynamic results. Coronary ultrasound using an opticross¿ was performed in the left common trunk and revealed restenosis of greater than 90% in the non-bsc stents implanted a few years ago. Balloon angioplasty was performed with a non-bsc balloon and at this moment the patient presented electrical activity without pulse. Reanimation was attempted for several minutes without success. The physician considered the patient to have died due to serious coronary disease. There were no issues reported with any of the bsc devices used during the procedure. No autopsy was performed.